Event description:
During an incident at a hospital in 2006 involving in intensive care who, having been disconnected from a respirator was being ventilated with this laerdal silicone resuscitator (lsr) and it was noticed that the pt did not exhale. Baro-trauma was suspected and a doctor was summoned. It was later discovered by the hospital that the lsr had 2 lip valves installed in the patient valve. The hospital concluded that during reassembly after decontamination, 2 lip valves were installed in the patient valve instead of 1. The hospital reports that they used a test lung to simulate the malfunction of the lsr with 2 lip valves installed to draw attention to the importance of correct assembly of parts and the hospital says they will pay more attention to function testing in their daily routine after assembly. It was stated that the malfunction of the lsr did not affect the patient's final outcome. The patient was discharged with no injury of a permanent nature.